Event description:
The early replacement indicator message occurred on (B) (6) 2010. The pump battery reached end of service 1 day later. It was scheduled to be replaced prior to (B) (6) 2010, but instead was replaced (B) (6) 2010. No rotor study was performed. There was no pt injury associated with the event. The pt recovered without sequela. The pump was used to deliver morphine and clonidine. It was later reported that "there is no clinical info that I am aware of to provide an explanation" for this event.

Manufacturer narrative:
(B) (4). The pump was returned to the manufacturer for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
Additional information received later indicated that on (B)(6) 2010, patient had experienced withdrawal symptoms and a metallic taste in her mouth and her pump was alarming. Upon interrogation of the pump, it showed that on 5/8/2010 an eri (elective replacement indicator) occurred. On (B)(6) 2010, an eos (end of service) occurred. But at her prior refill on (B)(6) 2010, the eri showed 21 months left on the pump. At the time, the drug was morphine 25mg/ml, 20.12mg/day and clonidine 325mcg/ml. The pump was replaced as reporter previously.

Manufacturer narrative:
Final analysis of the pump revealed a high battery resistance. (B)(4).

Manufacturer narrative:
(B)(4). 'Metallic taste'.